Event description:
Infection post rotator cuff repair with biocorkscrew suture anchors. Hospitalized for several days. Surgery x 3 for irrigation and debridement with insertion of antibiotic beads. IV vancomycin 2 gm q 12 hr. Infection was 5 weeks post repair.